Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was explanted and returned to the manufacturer. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. If information is provided in the future, a supplemental report will be issued.